Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An associate reported a patient who presented with both eyes being dry and swollen three months post lasik. The topical steroid dosage was increased. The patient was seen in follow up where punctal plugs were inserted and was instructed to use lacrilube at night, topical tear drops during the day, and begin an oral vitamin supplement. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states the patient was referred to a cornea specialist.